Event description:
Transfer set was replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed in 2004 (no more than 2 months.) No patient injury or medical intervention was associated with this incident.